Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to start a sensor session on multiple occasions. Reportedly, there was no alerts or alarms reported by the customer. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.